Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only, field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: the c6 ventilator touchscreen was not working properly while on patient and after we switched the ventilator out it would not shut off. Eventually I reset it by unplugging the back monitor.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the c6 ventilator touchscreen was not working properly while on patient and after we switched the ventilator out it would not shut off. Eventually I reset it by unplugging the back monitor.